Event description:
C2 driver is displaying emergency battery error and the unit shuts down under emergency battery test.

Event description:
C2 driver is displaying emergency battery error and the unit shuts down under emergency battery test.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found several alarms indicating emergency battery errors and a system check failure for a depleted 9 volt battery. Visual inspection of internal and external components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to steps regarding the emergency battery and system check failure. Additional system check failure was documented and investigated in a separate complaint. Additional testing included an evaluation of the original emergency battery utilizing a gas gauge evaluation software confirming the battery was in a permanent fault state. A known functional emergency battery and replacement 9v battery were installed and driver passed all areas of functional testing. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported emergency battery error was determined to be a nonconforming emergency internal battery. Failure investigation identified no test failures or damage that could have contributed to the complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.